Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. It was also reported that the patient was treated with oral antibiotics and anti-inflammatory medication for an inflammation of the middle ear and cochlea. The problem could not be resolved. The device was explanted on (B)(6), 2009. There are no plans to reimplant the patient with another device.